Event description:
It was reported when using the there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: when preparing for maintenance of the catheter on april 13, after tearing off the outer packaging, it was found that there were green unidentified pollutants at the white cone cap and the threaded mouth. The customer said that this is the second time such a situation has been discovered recently, and he is worried about contamination. Risks of.

Manufacturer narrative:
Investigation summary: it was reported there were green unidentified pollutants at the white cone cap and the threaded mouth. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe where the tip cap has foreign matter. The foreign matter appears to be lubricant from the molding process. No other defects or imperfections were observed. This defect can occur if proper cleaning was not done to the molding tool/press after a preventative maintenance or a repair. A device history record review was completed for provided material number 306594, lot number 0225002. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Inspections of the molding tool/press were performed finding the equipment clean. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: when preparing for maintenance of the catheter on april 13, after tearing off the outer packaging, it was found that there were green unidentified pollutants at the white cone cap and the threaded mouth. The customer said that this is the second time such a situation has been discovered recently, and he is worried about contamination. Risks of.